Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is a patient use issue. A DHR review and/or a service history review are not possible currently, because the customer did not provide a serial number for the device. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3, and product information were not available at time of reporting.

Event description:
It was reported that the patient used less than a full mix of remodulin (per reporter patient indicated they had less than 2.8 mls left) and woke up to their pump alarming low volume. After patient showered, the pump displayed that zero (0) mls remained. Per reporter, patient had run out of medication and the pumps were fine. Patient denied any changes in breathing or other side effects and was advised to go to the emergency room, but the patient stated they could not go due to cost and distance. Reported dose 20.9 ng/kg/min, continuous, subcutaneous. Reason for use reported as pulmonary arterial hypertension.